Event description:
I wear a dexcom continuous glucose monitor 6 (cgm) and a tandem insulin pump. The pump receives data from the cgm and automatically makes adjustments to the amount of insulin delivered based on the blood glucose levels indicated by the cgm. My cgm was giving highly inaccurate readings (higher than actual), and consequently prompting too much insulin to be delivered by the pump. As a result, I had severe hypoglycemia and lost consciousness. The rescue squad was called and I was transported to the emergency department of my local hospital where they could administer IV glucose if necessary. They looked at my cgm which read 115, but my blood sugar was actually under 20. They were able to put glucose gel in my mouth, and eventually my blood glucose reached a safe level. I was evaluated for any other possible issues (ECG, blood work, urinalysis) and all other issues were ruled out. The doctor's diagnoses was a rapid rate change in. My blood sugar. I have been working with the dexcom customer service department. Really, all they do is go through a protocol of questions and send out new sensors. After this incident, I changed the sensor, but this time, I monitored constantly with a finger stick monitor to make sure; and for the next two sensors (3 in all), the readings were highly inaccurate. They were, at times, between 80-100 points different than my finger stick monitor readings. (It is stated that a 30% difference between cgm and finger stick monitor readings is acceptable as the readings come from different sources; but and 80-100 point difference far exceeds 30%). Dexcom states that the cgm readings are inaccurate for the first 24-48 hours of insertion, but even after 3-4 days of insertions, I was continuing to get highly variable and inaccurate readings. I have since turned off the control iq feature that allows communication between the pump and the cgm for safety purposes. I would like the FDA to investigate the quality control of the manufacturing of these devices. I have read numerous accounts on various websites in which people are reporting issues similar to mine. I have reviewed all the instructions and information about this device to assure myself that I am using it correctly, and I am. I have talked to dexcom representatives each time this has happened and followed their instructions. I would also like to suggest that the company warn patients using this device that the readings are inaccurate for at least the first 24-48 hours and that for at least this period they must disable the control iq feature. I have been wearing the dexcom cgm for at least 7 years, first the cgm5 and now the cgm6, and what happened recently is new to me. Nevertheless, the accounts I have read on the internet suggest that this is not an uncommon event for many people. As I said to the dexcom representative, we are not dealing with a video game here, we are dealing with people's lives. But of course, the representatives can do little to solve this problem. One of them, however, said she was going to file a report with the FDA and suggested that I do as well. FDA safety report ID# (B)(4).